Manufacturer narrative:
The device was received for evaluation out of the pouch and primed. Functional testing confirmed the reported no flow issue. Visual inspection of the male luer showed what appears to be the center post of the unknown/non-baxter luer activated device that was used with the one-link. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The patient¿s exact age is unknown; however, this was reported to be a neonatal patient. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow through a one-link microbore catheter extension set. This occurred during infusion. The set was being used with a catheter. There was no report of patient injury or medical intervention associated with this event. No additional information is available.